Event description:
It was reported that the patient had driveline communication alarms and issues with their black power cable. All connections on batteries and clips had been thoroughly cleaned and inspected with no obvious issue. Log files were sent for review. The log file confirmed driveline comm a fault alarms on (B)(6) 2025. This alarm had not interfered with pump operation. There were some low cable voltages noted on the system controller black lead. This could be caused by a poor connection or an issue with the controller black lead. The controller and modular cable were exchanged. It was noted that a photo of the modular cable¿s pins did not show any signs of fluid ingress.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication faults was confirmed via log file analysis and evaluation of the returned cable. The modular cable (lot number: 10655235) was returned and tested with the event system controller and passed testing without issue or alarms. The driveline communication fault alarms were not reproduced with during this test. The modular cable did not pass insulation testing, and the green wire, responsible for the communication a line, was noted to measure as an open loop when flexed, indicating wire fatigue. Sustained raised resistances in this wire would cause a driveline communication fault alarm to activate. A review of the submitted and downloaded log files from the reported event dates of 11may2025 ¿ 12may2025 showed driveline communication fault alarms. The onset of the alarm was not captured, but on (B)(6) 2025 the log file captured intermittent fluctuations of the communication a signal. The driveline communication fault alarms did not prevent the pump from operating at its set speed, and the controller was able to support the system as intended while the driveline was connected. The driveline was disconnected on (B)(6) 2025 at 13:30, consistent with the reported controller and modular cable exchange. Provided information indicated that the system controller and modular cable were exchanged. The root cause of the reported event was determined to be due to the wire fatigue in the modular cable. The device history records were reviewed and revealed no deviations from manufacturing or qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use section 2 - ¿system operations¿ and heartmate iii patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.